Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump also had a missing end cap sticker and cracked case at the display window corner. Unable to verify motor error alarm and perform the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to button error alarm and no button response. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.